Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt. The heater tip had detached. The shaft was bent at the handle opening. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and no non conformities were found. Based upon the observation of the heater detached and the activation not releasing in the handle, the reported complaint for "self-activation" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 began smoking while in the housing unit after being idle for 1 hour. The jaws were not engaged and there was no tissue in them. It is unknown if a pre-cautery test was performed prior to use. A new kit was used to complete the procedure. There were no patient effects. The product was returned.